Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab would not deflate. The patient went into pea (pulseless electrical activity). The customer unplugged and plugged back in the cable and the iab began to work again.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).